Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distribution contacted zoll on (B)(6) 2015 to report that the nurse of a (B)(6) year old male indicated the pt had developed a skin irritation (minor opening of the skin) under the front therapy electrode pad. The pt's nurse reported that the irritation is not that serious but wanted to know if hydrocortisone cream could be used with the lifevest. Follow-up with the pt indicates that the pt had used cortisone cream and anti-fungal cream on the area. The irritation is getting better and is almost cleared up.